Event description:
On (B) (6) 2008, the patient reported that the she removed the newly filled insulin cartridge from the infusion device because she had not yet attached the infusion tubing. When she did this, the plunger became stuck to the piston rod and insulin spilled into the cartridge compartment. She was able to remove the plunger from the piston rod, she dried the cartridge compartment with a tissue, and she inserted another insulin cartridge. The patient was educated on the proper procedure for removing the insulin cartridge form the infusion device. She stated that she does not feel as if she "pulled" the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.